Event description:
After an implantation period of approx. 18 months, a permanent loss of capture was observed. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the header of the pacemaker was inspected, showing no anomalies. The pacemaker was interrogated, revealing the battery status ok. The devices memory content was evaluated. The data documented that a successful rv threshold test was performed on (B)(6) 2023, but no threshold measurements were successful one day after, on (B)(6) 2023, due to the detection of noise. In a next step, the pacemaker was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. Thereby the clinical observation was confirmed, the pacing capability was not available. An impedance measurement test was unsuccessful. During the further course of the analysis, the pacemaker was reset manually to potentially resume the pacing functionality and the device was re-tested. After reset the pacemaker was fully capable to deliver appropriate anti-bradycardia therapy. Furthermore, impedance measurement functions were appropriate. A review of the memory content did not show any peculiarities. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. A stress test under different temperature environments was performed. The pacemaker functionality was as expected. In conclusion, the clinical observation was confirmed, however, the root cause was not determinable. After a manually triggered pacemaker reset the device proved to be fully functional. Based on the device behavior during analysis, a component damage of the pacemaker does not seem likely. Instead, external influences on august 2nd or august 3rd, like strong electromagnetic fields, could have possibly led to this event.